Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device was used during a cholangioscopy procedure on (B)(6) 2026, for the treatment of a stricture. During the procedure, approximately 15 minutes after the scope was in use, visualization was lost. Troubleshooting was attempted, including turning off the controller and restarting it; however, these efforts were unsuccessful. As a result, the procedure was canceled, and the patient will be rescheduled. No patient complications were reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii device was used during a cholangioscopy procedure on (B)(6) 2026, for the treatment of a stricture. During the procedure, approximately 15 minutes after the scope was in use, visualization was lost. Troubleshooting was attempted, including turning off the controller and restarting it; however, these efforts were unsuccessful. As a result, the procedure was canceled, and the patient will be rescheduled. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. H2: device analysis the product was not returned for evaluation to determine whether a device defect was present. As a result, no analysis could be performed, and the reported issue of loss of visualization could not be confirmed. A review of the risk documentation for the spyscope ds ii confirmed that the event cancelled/rescheduled - post sedation/sedation unknown is documented accordingly in the product risk records and has been accounted for during product risk analysis to support an acceptable risk-benefit profile for the device. Product risk benefit includes consideration of risk severity and occurrence rate, and the overall residual risk of the device remains acceptable. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on the available information, there is insufficient evidence to determine the exact cause of the reported issue; therefore, cause not established was identified as the most probable cause. As the procedure could not be completed due to the conditions encountered during the event, the impact code cancelled/rescheduled - post sedation/sedation unknown will be classified as adverse event related to procedure.